Manufacturer narrative:
The crep2 reagent lot number was 741699. The expiration date was not provided. The test measurements were performed with 2 different reagent packs from the same lot number. The photometer check result was normal. Calibration was acceptable. A general reagent issue can be excluded as the qc was acceptable on the day of the event. The field service engineer found that the tube was damaged. He replaced the tube. Qc was then performed and it was within range. The instrument was performing within specifications. The root cause was consistent with a maintenance issue. The service actions (replacing the tube) resolved the issue. No further issues were reported afterward.

Event description:
We received an allegation about discrepant results for 1 patient sample tested with creatinine (crea2) assay on a cobas 8000 c702 analyzer. Initial result: 730 mol/l. On (B)(6) 2024 the sample was repeated twice. 1st repeat result: 48 mol/l. 2nd repeat result: 50 mol/l.